Event description:
Additional information was received indicating that during an unrelated pre-procedural follow up, inadequate capture was noted on the right atrial (ra) lead. Additional information also indicated the ra lead revision occurred during the unrelated procedure.

Manufacturer narrative:
The reported events of insulation damage, loss of sensing, and inadequate capture were confirmed. As received, a partial proximal portion of the lead was returned in one piece. An external insulation abrasion was found at the proximal region of the lead breaching the inner and outer insulations and abrading and separating all the filars of the inner and outer coils. The full length of the abrasion was unable to be determined as the lead was cut at the abrasion zone consistent with procedural damage and the other portion was not returned. Electrical testing found conductor shorts due to the external insulation abrasion. The cause of the reported event of insulation damage was isolated to the external insulation abrasion found while the reported events of loss of sense and inadequate capture were due to the exposure of the abraded and separated inner and outer coils at the abrasion zone which is consistent with friction to the device can.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a right atrial (ra) lead revision procedure to address an unspecified event, loss of sensing was noted on the right atrial (ra) lead. The loss of sensing was noted following the first incision and insulation damage was observed on the ra lead. The physician suspects procedural damage may have caused or contributed to the ra lead damage during the incision. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.